Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device. The system powered on and off correctly and switched back and forth correctly from ac to ups power when the power plug was removed and reinserted. No deviations could be detected. Functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that, when a main power outage occurred, an s5 system did not switch to the ups and shut off during ECMO. The user hand-cranked the centrifugal pump (cp5) from 10 to 30 seconds until the hospital generators kicked in and the complete system came back on. The battery was working before and after the procedure. There was no report of patient injury.